Event description:
It was reported that the patient experienced a tight band feeling around the rib cage and chest, which was originally addressed with reprogramming. Due to patients discomfort, the physician opted to explant the paddle lead. The patient was doing well postoperatively. The explanted lead was discarded by the facility.